Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the upgrade of the implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d), right atrial and left ventricular (lv) leads were attempted but not used due to the vein being occluded by the chronic right ventricular (rv) lead. The chronic rv lead remains in use and the atrial and lv leads were placed at a later date. No further patient complications have been reported as a result of this event.